Event description:
It was reported that during left ventricular assist device (lvad) implant the right atrial (ra) and left ventricular (lv) leads were damaged. It was also reported that the right ventricular (rv) lead was functioning appropriately and the device was reprogrammed to vvir. It was further reported that the device began recording non-sustained ventricular tachycardia (nsvt) episodes and the device delivered inappropriate shocks for apparent rv lead noise. During device interrogation it was assumed that the rv lead must have been damaged during the lvad implant. It was later reported that the lvad placement caused all three leads to dislodge. The device was removed and replaced and leads were removed and only the rv and ra leads replaced. With the new rv lead in place, the same lead noise that caused the inappropriate shocks was noted. The ventricular sensitivity was adjusted and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the 6947 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the full 5076 lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the full 4193 lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Event description continued from patient tab: it was additionally reported that the ra lead was unable to sense and capture and the rv lead had oversensing noise. No further patient complications have been reported as a result of this event.